Event description:
Orif of left humerus completed originally three years ago. There was a non-union of the fracture. A revision with removal of hardware was completed earlier this month. Two screws were fractured and removed but their distal tips remained in the bone.